Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for left proximal humeral shaft fracture. During the surgery, when drilled level f, the drill bit interfered with the nail. After the screw insertion, the image intensifier found that the screw was not inserted properly. The surgeon removed the inserted screw, and the surgery was completed successfully within 30minutes delay. No further information is available. This complaint involves five (5) devices. This report is for (1) unk - drill bits: trauma. This report is 5 of 5 for (B)(4).